Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation revision with unknown mentor saline prostheses began experiencing symptoms in 2016. Pain, swelling, and rashes were reported on the right breast. Left sided tenderness was reported. The patient also stated she was experiencing shortness of breath. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-10796 for contralateral prosthesis report.